Event description:
It was reported that (1) lcsc5 was used during an unknown procedure. It was reported by the rep that the surgeon was performing a laparoscopic hysterectomy with the lcsc5. During the case the blade tip of the lcsc5 broke off into the patient and was retrieved by the surgeon laparoscopically. The case was completed laparoscopically and a new lcsc5 was used as a replacement to complete the case. There was no consequence to pt.